Event description:
The bipolar plastic liner would not seat in the bipolar metal shell. It was noticed that the shell's locking ring was not in the groove, making it so the liner could not lock.

Manufacturer narrative:
Operative notes are not provided so it is unk if proper surgical technique was followed. It is unk exactly how and when the locking ring got stuck in the groove. Assembly instruction is provided in the surgical technique and package insert, and there is instruction for checking the position and condition of the locking ring prior to assembly. The surgical technique states, "prior to placing the metal shell over the polyethylene liner, ensure that the metal retaining ring freely rotates by moving the metal tabs. If the ring does not move, inspect it for damage. Do not use a metal shell that has a damaged locking ring. In the event that the locking ring is not damaged but does not rotate freely, rotate the retaining ring into the correct position, as pictured below, with both tabs positioned approx 2.5mm apart in the slot window". The package insert states, "it is important that components are at room temperature before assembly and implantation. Components that are significantly warmer than ambient conditions (i.e., from storage in a warm environment) may be difficult to assemble properly". A definitive root cause cannot be determined. As returned, only one out of two locking ring tabs can be seen in the slot window. The shell is within spec where measured. Device history records indicate all components were mfg and inspected to specs.